Event description:
Clinical study. It was reported that 389 days after a coronary drug eluting stenting treatment procedure, the pt had in-stent restenosis. The pt presented for treatment with an acute myocardial infarction (ami). The index procedure treated a 2.1 x 9.5 mm, 87% stenosed de novo lesion in the distal right coronary artery (dist rca) with predilation and placement of a taxus express2 2.75 x 20 mm drug eluting stent. The lesion was post-dilated and residual stenosis was 0%. The pt was discharged 5 days later on aspirin and clopidogrel, amongst others. At 389 days post index procedure, the pt was hospitalized for 100% in-stent restenosis. The pt had low degree of symptoms and dyspnea nyha class ii upon exercise. The clinical picture suggested in-stent restenosis. Per the site, "the occlusion started at the proximal end of the stent and there was retrograde flow to the periphery via collaterals from the left coronary artery. As the pt did not have acute symptoms with unstable angina or experience an ami, an acute stent thrombosis was unlikely." But the physician felt the target vessel was occluded probably due to a previous subclinical thrombotic event, but it was difficult to give an exact date. Despite great effort, the physician was not able to open the vessel. No device was used. The pt had unchanged symptoms. The physician assessed the device relationship as probably related.

Manufacturer narrative:
Device eval: the complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.